Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The lesion being treated was located in the non-calcified, non-tortuous left anterior descending (lad) artery. The lesion was predilated with a 2.5x15mm maverick balloon, inflated to 10 atm. The physician deployed the 2.50x24mm taxus express2 drug eluting stent. Upon removal the physician found the stent delivery balloon to be stuck in the deployed stent. The physician initially inflated the balloon to 12 atm, then re-inflated to 4 atm and was able to remove the balloon. No patient complications were reported. Patient status reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.